Event description:
Customer alleges a patient rolled toward the right side of the bed and touched the siderail, which resulted in the siderail dropping and the patient falling to the floor. The patient fractured their hip due to the fall.